Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 70 mg/dl. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer stated that they were able to complete rewind. Customer stated that alarm occurred shortly after inserting a new battery. Customer stated that the self test was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing.